Event description:
Caller reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. The customer had not addressed the elevated bg at the time of report. Tandem technical support instructed the caller to perform a system check and it was determined that the blockage was in the cartridge, at which point the customer changed pump supplies and resumed insulin therapy.